Manufacturer narrative:
Results: one used sample in an open poly bag was returned or evaluation. A visual inspection revealed a broken cannula. A microscopic inspection revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epoxy made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5306830. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineers note that all indications and observations appear to support the probably of reuse/rebending post manufacturing.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer injected her abdomen with a bd relion® insulin syringe 1 ml, 31 g x 8 mm and the needle broke off. The consumer went to a local emergency department where she received an x-ray. The broken needle was not seen on x-ray. No further medical interventions were provided and the initial reporter states that the consumer is fine.